Manufacturer narrative:
The facility biomed technician reported that the power management board was replaced to address and correct this reported event. The device then passed performance specification testing, and was returned to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit does not power up in either ac or battery mode. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.